Manufacturer narrative:
B5 updated with additional information. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
Additional information received that the pump was successfully explanted and the patient survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 60-year-old male patient presenting in acute decompensated cardiomyopathy, in society for cardiovascular angiography and interventions (scai) stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes/vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), the patient experienced sustained ventricular tachycardia (vt) requiring cardioversion. A transthoracic echocardiogram (tte) showed the pump unchanged. Discussions on escalating to a left ventricular assist device (lvad). Consult for electrophysiology (ep). The patient remains on support. The impella functioned at p-8 at 5.0 l/min as intended with d5w sodium bicarbonate in the purge solution. Arrythmias can be attributed to the patient's underlying cardiomyopathy, the use of multiple mechanical circulatory support devices, and/or improper device position.

Manufacturer narrative:
D6b. Explantation day, month and year added.